Event description:
It was reported that the patient experienced chest pain due to a myocardial perforation through the right atrial free wall. Explant and replacement of the right atrial (ra) lead is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was kinked/buckled, the proximal conductor was pulled/stretched/overstressed, the distal conductor was over-rotated and fractured, there was blood on the proximal conductor (not obstructed), there was blood on the distal electrode, the distal electrode was covered in body tissue/fibrotic growth, the steroid tip was torn, the outer insulation was cut, the inner insulation was kinked/buckled, there was apparent explant damage, and the lead was stretched. The analyst noted that the lead was returned with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted. Lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. The helix extension/retraction/length testing could not be performed due to the condition of the returned lead.

Event description:
It was further reported that the lead was explanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).